Event description:
It was reported that after the patient underwent non-device related surgery, the pulse generator exhibited backup vvi operation. The device was reprogrammed and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.